Manufacturer narrative:
Investigation evaluation: an evaluation of the photo provided by the user confirmed the report on a break in the catheter. From the photo provided, there is a break in the catheter with what seems like a portion of exposed wire guide. It is hard to determine if a portion of the catheter broke and detached. Without return of the complaint device, a further evaluation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated the balloon did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use advise the user: ¿to facilitate passage through the endoscope, apply negative pressure to the device." The additional information provided indicated that lubrication was not applied to the balloon prior to advancement through the endoscope. This is the most likely cause for the reported observation. Another possible contributing factor to a break in the catheter is failure to lubricate prior to advancement through the endoscope. The instructions for use direct the user to: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. In the information provided, the user attempted to pull the deflated balloon back through the scope after encountering difficulty. The instructions for use caution the user: ¿caution: a compromised balloon may prohibit removal from endoscope accessory channel. Removal of endoscope along with compromised balloon may be required.¿ damage in the catheter can occur if the device experiences excessive pressure during general handling. In the additional information provided, the user indicated that air was used to inflate the balloon. The instructions for use advise the user: "this balloon is used in conjunction with an inflation device or manometer and may be filled with sterile water, sterile saline or up to a 1:1 contrast medium mixture consisting of contrast and sterile saline." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, that negative pressure nor lubrication were applied, the device was used in an unintended location, and it was incorrectly removed from the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a biliary dilation procedure [against intended use], the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. After completely deflating the dilatation balloon, the balloon was removed from the endoscope. It was locked [stuck] inside the endoscope. After several attempts the balloon was released, but it damaged the catheter. The procedure was successfully completed, the nonconformity occurred after the end of the procedure.